Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted it is unknown if the actual device is available for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
During a literature review on october 24, 2018, it was found that a patient incurred a perforation when using the unknown single use guidewire. The patient developed an acute obstructive suppurative cholangitis caused by choledochal stone. Bile duct stenting was carried out. 12 hours after the procedure, the patient fell into transient unconsciousness and anemia became advanced. 60 hours later, a subcapsular hematoma was found and it was arrested by arterial embolization. During ercp, the actual guide wire sample (visiglide2, 0.025inch, 450cm) was formed into a loop-like shape for use for stent placement. It is likely that during stent placement, the actual guide wire sample was inserted deep, when the rigid part of the shaft formed into a loop and that part damaged the subcapsular and hepatic parenchymal vessel. The patient recovered after the surgery and left the hospital 16 days later.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. It was initially reported that it was unknown if the actual device was available for evaluation. It has been determined that the actual device is not available and will not be returned for evaluation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.